Manufacturer narrative:
The reported event was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a control circuit failure. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had issue that nurse states they have a patient they were trying to keep normothermic. The patient was below the target temperature, target temperature (tt) 36.5c and patient temperature(pt) 36c. Therapy was started about 24 hours ago; however, they had turned therapy off for an hour due to the patient shivering. They resumed therapy about two hours ago. Nurse provided s/n (B)(6). Confirmed they have 4 pads connected, pads are an xxsmall and has good coverage on patient. Esophageal probe on device was reading 36c and foley probe was reading 36.2c. No alerts or alarms. Current water temperature (wt) 28.3c, outlet monitor temperature (t1) 21.9c, outlet control temperature (t2) 21.3c, inlet temperature (t3) 22.4c, chiller temperature (t4) 17.4c, water flow rate (wfr) 3.5 l/min, inlet pressure (ip) -5.5psi, circulation pump command (cpc) 100%, mixing pump command (mpc) 31%, heater command (hc) 3%, water reservoir level (wrl) 3. Confirmed device says normothermia, target temperature (tt) was set to 36.5c and rate was 0.25c/hour. No other therapies running on patient. Nurse confirmed they did administer two sedation bolus' about an hour ago. Discussed medication administration and overshoot in patients' temperature. Explained because the patient was now below target, the device would warm the patient at this rate of 0.25c/hour. Nurse asking if they should increase the rate, suggested they discuss with the provider. Nurse confirmed patient was not shivering, patient was chemically paralyzed. They do have the extremities covered and are using warm blankets. Walked nurse through placing device in manual control to 40c, after a few minutes water temperature up to 37.7c. Disabled manual control and resumed therapy. Suggested nurse monitor over the next hour or two and make sure patient was slowly rewarming. Informed nurse to call back if the patient was not warming or if they have any alarms/issues. No return page from nurse.